Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: initial access was gained with a micro-introducer kit. It was reported that there was no calcium was present. The depth measurement was performed three times. The measurements were 3.5cm, 4cm, and 4cm. The physician chose 4cm + 1cm as the measured depth. The tavr valve was deployed without any reported issues. The manta was deployed per IFU. After manta deployment, the physician was unable to palpate distal pulses. The physician used a doppler on the foot and reported mild pulses. He was unable to find popliteal pulses with the doppler. The physician gained access on the contralateral left side and delivered the guidewire up and over with reported difficulty. An angiogram revealed an occlusion in the iliac artery. A surgical cut down was performed, and the manta anchor was located in the vessel. The distal portion of the anchor was in the vessel and proximal end was sticking out. The manta was explanted, and sutures were used to close the arteriotomy. The patient's current condition is reported as fine and has been discharged from the hospital. Additional information received: access was obtained in the right common femoral artery. The rcfa measured at 7.3mm. Prior manta deployment, the bp was reported within normal range. Protamine and heparin were administered intravenously. The manta was deployed at the measured deployment depth.

Event description:
As reported: initial access was gained with a micro-introducer kit. It was reported that there was no calcium was present. The depth measurement was performed three times. The measurements were 3.5cm, 4cm, and 4cm. The physician chose 4cm + 1cm as the measured depth. The tavr valve was deployed without any reported issues. The manta was deployed per IFU. After manta deployment, the physician was unable to palpate distal pulses. The physician used a doppler on the foot and reported mild pulses. He was unable to find popliteal pulses with the doppler. The physician gained access on the contralateral left side and delivered the guidewire up and over with reported difficulty. An angiogram revealed an occlusion in the iliac artery. A surgical cut down was performed, and the manta anchor was located in the vessel. The distal portion of the anchor was in the vessel and proximal end was sticking out. The manta was explanted, and sutures were used to close the arteriotomy. The patient's current condition is reported as fine and has been discharged from the hospital. Additional information received: access was obtained in the right common femoral artery. The rcfa measured at 7.3mm. Prior manta deployment, the bp was reported within normal range. Protamine and heparin were administered intravenously. The manta was deployed at the measured deployment depth.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reveal the radiopaque lock positioned in the lower third of the femoral head. The device lot history record review indicated a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Access was gained utilizing micro puncture. The arteriotomy was 7.3mm, with mild tortuosity, and no calcification. The depth measurement was performed three times, 3.5cm, 4cm and 4cm. The physician chose 4cm + 1cm as the final measurement. Following deployment, hemostasis was immediate although distal pulses could not be found. Doppler indicated mild pulses in the foot, and none at the popliteal. A contralateral post-angiogram revealed an occlusion at the iliac. The physician was unsure the cause of the occlusion and proceeded with a surgical cut down. During surgical intervention, the physician seen the manta collagen was in place, and the manta anchor was positioned halfway in the artery and halfway outside the artery. The manta was explanted, sutures were applied to repair the vessel, and the patient outcome post procedure was fine. The physician thought the anchor occluded the vessel and the entire vessel clotted up to the iliac. The cause for why the toggle was partially deployed outside the artery is possibly due to the lower positioned access which can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. The manta instructions for use posts warning not to use manta if there is marked tortuosity of the femoral or iliac artery. Procedural requirements state arterial access should be gained using micro-puncture technique using in ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.